Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment was received in non-working condition. The locking ring was stuck and not able to be turned to open the chuck as receive. Due to the condition of the attachment we were unable to fully disassemble. The drive shaft was the only part we were able to remove from the assembly. The main shaft drive was found with significant corrosion. The attachment nose looked dry.

Event description:
In this event a doctor reported that a midwest e 1:1 straight attachment overheated. There was no injury or intervention.